Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer went through 600 units of insulin with multiple cartridges. On the date of the reported event, the customer changed the cartridge and, at the time of the call, the insulin gauge indicated that the cartridge was empty. The customer alleged that the pump was not delivering insulin. Additionally, it was reported that the touchscreen became frozen on the "options" menu and was unresponsive when pressing the "down" arrow and buttons. The customer's blood glucose level was 300 mg/dl. The customer declined to perform troubleshooting with tandem technical support and terminated the call. Additionally, during a follow-up call from tandem technical support, the customer declined to provide any further information on the reported events.